Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 03/16/2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 60 mg/dl with blurred vision, cognitive impairment and confusion associated with a sound issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there was a weak sound/vibration. Cts determined that the settings were programmed correctly and the issue was resolved when they tested the audio tone feature. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. The pump passed delivery accuracy testing and was delivering within the required specifications. The auditory tones functioned properly. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.